Event description:
It was reported by that the patient was in the emergency department was on levophed and epinephrine, with an order to titrate to mean arterial pressure of 65. The standard strength medication (levophed in normal saline (ns) infusion 4mg/250ml; dose: 40 mcg/min, rate: 150ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) was changed to quad strength (levophed; dose 30 mcg/min, rate: 28.1ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) and the customer believes the pump setting was never adjusted to the quad strength setting for epinephrine or levophed. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that the patient was in the emergency department was on levophed and epinephrine, with an order to titrate to mean arterial pressure of 65. The standard strength medication (levophed in normal saline (ns) infusion 4mg/250ml; dose: 40 mcg/min, rate: 150ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) was changed to quad strength (levophed; dose 30 mcg/min, rate: 28.1ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) and the customer believes the pump setting was never adjusted to the quad strength setting for epinephrine or levophed. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: manufacturer narrative. Investigation summary: the reported complaint of medications not programmed correctly was not confirmed through log review or reproduced during laboratory testing. Review of the pcu event log showed, on (B)(6) 2024: between 6:04 am and 12:20 pm, pump module sn (B)(6) was infusing guardrails drug norepinephrine (reported as levophed; 4mg/250ml; drugid= 469). The pump module was selected, and the dose was changed multiple times resulting in corresponding rate changes. At 12:21 pm, pump module sn (B)(6) was selected and programmed to infuse guardrail drug norepinephrine quad (16mg/250 ml; drugid= 471). The pump module was selected, and the dose was changed multiple times resulting in corresponding rate changes. Between 7:15 am and 12:21 pm, pump module sn (B)(6) was infusing guardrail drug epinephrine (4mg/250ml; drugid= 259). The pump module was selected, and the dose was changed multiple times resulting in corresponding rate changes. At 12:21 pm, pump module sn (B)(6) was selected and programmed to infuse guardrail drug epinephrine quad (16mg/250 ml; drugid= 260). The pump module was selected, and the dose was changed multiple times resulting in corresponding rate changes. At 2:10 pm, the pump modules were channeled off; the pcu was powered off. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. ¿ laboratory testing showed, with a dchu test battery and power cord installed, the pcu was operating within specification. ¿ laboratory testing showed the pump modules were delivering fluids out of specification in the as received condition. ¿ after calibration, the pump modules were delivering fluids within specification. ¿ external and internal inspection of the suspect pcu and pump modules found incidental findings with no relation to the reported complaint. ¿ the alaris user manual v9.19 states all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of medications not programmed correctly was not identified. Log review showed the reported quad strength medications were manually programmed via guardrails. Note that this report lists imdrf annex a040502, a230502, a1801, a0404, g04037, g02017, g0405206, g0301201, g04067, c23, c0601, c070606, d01, d15, d11, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported by that the patient was in the emergency department was on levophed and epinephrine, with an order to titrate to mean arterial pressure of 65. The standard strength medication (levophed in normal saline (ns) infusion 4mg/250ml; dose: 40 mcg/min, rate: 150ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) was changed to quad strength (levophed; dose 30 mcg/min, rate: 28.1ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) and the customer believes the pump setting was never adjusted to the quad strength setting for epinephrine or levophed. There was patient involvement, but the outcome is unknown.